Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of an intermittent vibration output could not be confirmed.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent vibration output on (B)(6) 2015. Patient tested the alert functionality and reported the alerts were functional. Patient did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on 02/09/2015 and did not confirm the reported event of intermittent vibration. Also, the complaint device was returned and evaluation is in progress.